Event description:
While the surgeon was using the ligasure maryland for < 5 minutes the jaws of the device were noted to be sticking together. The tips of the device were relatively clean with no buildup of eschar. The device was removed from the field and another ligausre maryland was opened and functioned without issue for the remainder of the case. Diagnosis or reason for use: laparoscopic assisted vaginal hysterectomy. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.